Manufacturer narrative:
The event date is unknown and therefore selected as the treatment prior to the original notification date. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a pediatric patient has completed hemodialysis (hd) treatment on several fresenius hd machines, and the machines would display the correct amount of ultrafiltration (uf) fluid removal at the end of a pediatric patient¿s treatment, but the patient would not have lost enough weight. Follow-up information with the nurse revealed that the issue may have been due to extra fluids given to the patient during treatment. No further information has been made available at this time.

Manufacturer narrative:
Additional information. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the hemodialysis (hd) machine in question was not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n (B)(4); a device is not released if it does not meet requirements or is nonconforming.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008t hd machine had displayed the correct amount of ultrafiltration (uf) fluid removal at the end of a pediatric patient¿s treatment, but the patient had not lost enough weight. Follow-up information with the nurse revealed that the issue may have been due to extra fluids given to the patient during treatment. The patient was administered saline during priming and rinse-back. During treatment, the patient ate four saltine crackers and two packs of goldfish crackers and drank 100millilters (ml) of sprite. Additionally, the patient was administered iron in a 100ml normal saline bag. The uf goal was initially set to 1100ml with a uf rate of 370ml/kg but was lowered to 750ml and 220ml/kg approximately forty minutes into treatment, respectively. The uf was not turned off during treatment. The nurse stated that the up/down arrow keys were not used to make changes to uf goal or uf rate. The uf fluid removal according to the machine was 747ml; however, the patient¿s pre-weight was 29.6kg and the post-weight was 29.4kg. The patient was weighed standing and the same scale is used for pre-weight and post-weight. The patient completed treatment with no patient adverse reactions or injuries. No medical intervention was required. The patient is currently in stable condition. The machine was removed from service following the event for further evaluation by the on-site biomed. The nurse stated that the biomed verified the machine was operating properly. The nurse did not confirm the machine serial number in use at the time of the event. No parts are available to be returned to the manufacturer for evaluation.